Event description:
Patient a was in the ER for cardioversion and was sent to the ICU where third degree burns were discovered at the site of the pacer pads. The patient was in stable v-tach and was cardioverted per protocol. Patient b was scheduled for a transesophageal echocardiogram (tee) and cardioversion in endoscopy. The patient received minor burns (mostly redness).

Event description:
Patient a was in the ER for cardioversion and was sent to the ICU where third degree burns were discovered at the site of the pacer pads. The patient was in stable v-tach and was cardioverted per protocol. Patient b was scheduled for a transesophageal echocardiogram (tee) and cardioversion in endoscopy. The patient received minor burns (mostly redness).